Event description:
It was reported the patient was unable to adjust stimulation. It was noted a "call your doctor" icon and power on reset (por) condition were displayed. The reporter stated she should have had them put the implantable neurostimulator (ins) in the front and she was right on the incision and could not get "signals." It was noted the patient always had trouble getting good "signals." It was further noted the patient met with a manufacturing representative on (B)(6) 2013 and they did a "reset" on her recharger. The reporter stated that 2 hours after the reset, she got a por screen and had trouble charging. It was noted patient used the patient programmer to reset the por and was then able to turn stimulation on again. It was further noted the "equipment" was working as normal. (B)(4). Additional information received reported the patient's ins was "jump started" yesterday with a 60 minute count. It was noted the patient leaned against the couch to recharge. The reporter stated she had trouble getting coupling since implant and 6 coupling bars was the best she could get. It was noted that if the patient made the "slightest" move she would lose coupling. It was further noted the patient thought the ins might be too deep. (B)(4). Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n358108, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).